Event description:
I am using dexcom g6 sensors. I have been using them for over a year to monitor my blood sugar as a type I diabetic. The current lot I am using are causing severe skin reactions and infections under the skin. I have contacted the manufacturer and they have not responded to my concerns other than to confirm that the adhesive has changed. I went to the doctor who confirmed that I had an infection and I was provided with antibiotics. I have to replace the sensor every 7-10 days. Each time I replace the sensor this skin issues occur again. I have requested replacement sensors from the manufacturer but they have not complied. My most recent conversation with the manufacturer I was first told that there was no issue before the representative finally admitted that they have had other complaints but made no effort to collect any information from me and ignored my requests for replacements. FDA safety report ID# (B)(4).